Event description:
High threshold was reported. Patient had experienced a fall in late (B)(6) 2008. Patient was also reported as a possible twiddler. The lead was replaced. It was also reported that there were high threshold on the atrial lead, and the lead was pulled back. No patient complications have been reported as a result of this event. Later review of manufacturer's database revealed the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up revealed patient last seen by physician (B)(6) 2009, device check completed, and everything appeared fine. The patient "went into cardiac arrest at home and died in the ER on (B)(6) 2009."

Event description:
High threshold was reported. Patient had experienced a fall in late (B)(6) 2008. Patient was also reported as a possible twiddler. The lead was replaced. It was also reported that there were high threshold on the atrial lead, and the lead was pulled back. No patient complications have been reported as a result of this event. Later review of manufacturer's database revealed the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found; full lead returned and analyzed. (B)(4): no anomalies found, blood in/on helix/lobe mechanism. Full lead returned and analyzed. At the time of the retro review, it was noted in the manufacturer's database that the patient had died. The atrial lead has been added to the event. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.